Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that there was diluent leaking from the differential chamber of the coulter lh 780 hematology analyzer. Customer reported that the volume of the leak was less than 10 cubic centimeter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) troubleshot the leak with the customer via the telephone. Customer reported that they found the leak was caused by the sample line that had disconnected from the flow cell inside the analyzer. Customer reported that they replaced the sample line tubing. Customer reported that the analyzer was running properly after the repair with no leaking observed.